Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed the full lead was returned and analyzed. The helix did not extend and retract properly due to a large amount of dried blood in the sleeve head. When the helix is not fully extended it may cause high impedance. The helix was also slightly bent to one side.

Event description:
It was reported that during the lead placement procedure, the threshold and r wave sensing parameters obtained were not 'good'. It was also reported that the physician retracted the helix and placed the lead in another location. The r-wave sensing parameters weren't good and it is observed that the helix was not completely extended. The lead was extracted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.